Manufacturer narrative:
(B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, a patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. A distal type I endoleak was observed at the contralateral leg component in a left leg. Additional contralateral leg component was implanted. The distal type I endoleak was resolved. The patient tolerated the procedure. On (B)(6) 2022, the patient presented due to a pain in a right lower limb. A computed tomography angiography revealed a thrombus occlusion of a contralateral leg component, plc121000j, at a right common iliac artery. An emergency reintervention for thromboembolectomy, percutaneous transluminal angioplasty and additional stent placement, smart 10 mm x 4 cm, were performed. The patient tolerated the procedure. The physician stated that originally there was a narrow location at the right common iliac artery, the stent graft was occluded at the location. Reportedly, there was a narrow location at the right common iliac artery and the stent graft implanted at the location also seemed to have narrowed. To prevent clot dispersal, the trunk was balloon occluded during the original procedure.